Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged. She reported the surgeon felt the lens could fall into the vitreous due to the lens being dislocated. The technician reported he was able to place another lens in the bag. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 11/28/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).